Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the 3.2mm trocar for recon locking (part # 03.010.077, synthes lot 5020053, supplier lot 37870) was received at us cq. The device was received bent approximately half-way down its shaft. No other defects to note. The received condition was consistent with the complaint condition thus the complaint was confirmed. The overall complaint was confirmed for the received 3.2mm trocar for recon locking as the trocar was bent. Although no definitive root-cause can be determined it¿s possible the device encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part # 03.010.077, synthes lot # 5020053, supplier lot # 37870, release to warehouse date: 08 jul 2005, supplier: (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in USA as follows: it was reported that on an unknown date, during incoming inspection of a loaner set, it was observed that the trocar for recon locking was bent. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) 3.2mm trocar for recon locking. This is report 1 of 1 for (B)(4).